Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced.

Event description:
Patient reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Yellow particles observed on the gel. Yellow particles observed on the device. No further actions are required as the device was implanted.